Event description:
Additional information received indicated a revision procedure was performed, and the rv lead was later capped and replaced to resolve the event. The patient was in stable condition

Event description:
During remote monitoring, high defibrillation impedance was observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.